Event description:
Healthcare professional reported implantation of seri on (B)(6) 2014 during bilateral breast lift surgery. Post-implantation on (B)(6) 2014, pt presented with fluid and redness in the right breast. A diagnostic culture resulted in staphylococcus aureus growth. Treatment included aspiration of the fluid and antibiotics. Device remains implanted and is unavailable for return.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of infection is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion. This event is being reported because med intervention was required, although device relatedness has not been established.